Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4) ¿urinary/bowel problems; undefined recurrence. Additional narrative: it was reported that the patient had a gynecological procedure in order to treat dysfunctional uterine bleeding, pelvic pain, fibroid uterus and urinary stress incontinence and mesh was implanted. It was reported that the patient had a concurrent procedure of an lavh, bso performed during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, recurrence, bleeding, neuromuscular problems and vaginal scarring. It was reported that the patient underwent cystoscopy vaginal mesh extrusion on (B)(6) 2013, due to mesh extrusion.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.